Event description:
It was reported that the cassette missing alarm occurs. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. G3: 510k is blank, this catalog number is not sold in the united states. Device evaluation: one device was returned for investigation. Visual inspection found no physical damage. As a result of checking the error log, it confirmed that there was a record of occurred continuously nda during pump operation on august 8, 2023. Functional testing confirmed the customer reported issue. Root cause was attributed to a defective downstream sensor. What caused the damage to the sensor could not be determined. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the downstream sensor. Device passed all functional testing.